Event description:
It was reported that during a partial gastrectomy procedure, on the 4th firing, the device laid staples over the stomach. The outer-most rows of staples were perfect. The inner-most staples were not formed. The tissue had to be excised and the area was stapled again. There was no patient impact. No returned unit. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.